Manufacturer narrative:
The hemo monitor crashed when seeking in a "data log" note in full disclosure playback. The circumstances to cause this were unusual in that there was only disk space available for one full disclosure data file. The crash scenario is as follows: they started, performed and closed a study on pt a. They did same for pt b after pt a was done. When they started the study with pt monitoring on pt b, it deleted pt a's full disclosure file. Some time after they were done with pt b, they re-opened pt a without pt monitoring, i.e. No full disclosure recording. They started full disclosure playback and when they selected a "data log" note to seek to the hemo monitor crashed. The crash occurred as a result of the user attempting to playback a full disclosure that had been prematurely deleted. The premature deletion was the result of the user facility ignoring the MFR's warning that the disk space was getting low, and action needed to be taken by the customer to free up disk space. Action being taken by emageon: as this incident was the result of user error, and the appropriate labeling exists to warn users of this potential issue, no action is being taken by emageon.

Event description:
A system crash occurred on the heartsuite hemodynamics monitor when the user tried to retrieve a full disclosure that had previously been detected. There was concern that the deletion occurred prematurely. After further investigation (see additional mfg. Narrative below), it was discovered that the premature deletions were the result of the user ignoring the manufacturer's warnings that disk space was getting low.